Manufacturer narrative:
(B)(4). The device was received for evaluation, which is ongoing.

Event description:
It was reported that, during testing, the pulse oximeter display was missing segments. There was no patient involvement.

Manufacturer narrative:
(B)(4). The hand held pulse oximeter was received for evaluation. It was observed that the segments on the right side of the display were missing. The number sequence was cycled through on the user screen and showed correct readings. There was some contamination on the printed circuit board assembly (pcba). Some of the pcba component exhibited corrosion. There was a burn odor coming from one of these components. The customer reported malfunction was verified.